Manufacturer narrative:
The revision reported was likely due to prosthesis wear of the insert and prosthesis wear and fracture of the patella. Prosthesis wear of the tibial insert may have been due to instability, orientation of the components, patient related conditions, third body wear, incomplete seating of the insert, or any combination of these possibilities. It also appears that the insert disassembled from the tibial tray. Based on the information provided, the sequence of events could not be determined. It is unclear if the disassociation of the insert led to prosthesis wear and/or if the prosthesis wear may have led to the disassociation of the insert. Additionally, the insert was packaged in a nonconforming vacuum bag for over five years, which may have contributed to the reported wear. D10: ps cem. Femoral size 4, right (cat# 234-03-04 / (B)(6)).

Event description:
As reported, approximately ten years post the initial right total knee arthroplasty, the patient had a revision due to a massive osteolysis issue due to poly wear. All implants were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.